Event description:
When inserting the viewflex xtra ice catheter into the right atrium for an atrial fibrillation cryo procedure, it was noted that the view looked different than normal. The viewflex xtra ice catheter was rotated to confirm and again the view on ice did not appear as usual. The viewflex xtra ice catheter was removed from the patient, and it was found that the tip was fractured. A new catheter was opened, and the procedure was successfully completed with no adverse patient consequences. Prior to insertion there were no fractures seen on the catheter, just a slight curve.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.